Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted:(B)(6) 2019, dtma1d4 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a low impedance alert on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.